Event description:
The inclose-rm mesh was implanted in 2006, following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l3/l4. Four months later, the pt experienced acute recurrence of radicular pain following a physical therapy session incorporating a new exercise. MRI performed on 3/7/07 revealed what appeared to be a recurrent herniation. An exploratory procedure was performed three weeks later, at which time it was noted as per the physician, that the device had expulsed. Both anchor bands remained intact and affixed to the mesh, which appeared to be properly deployed and latched. No motor deficit was observed and there was no damage to the nerve root. The physician removed the device without incident. There were no add'l complications associated with the procedure and the physician was satisfied with the result.

Manufacturer narrative:
The device was not returned and consequently no further eval could be performed.